Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(4) 2018, fse attempted to reach the customer via telephone to address the reported event; however was unsuccessful. On (B)(4) 2018, fse attempted again to resolve the issue. The customer stated that they have not had any issues since cleaning the s1047 rack detection sensor. The device was up and running and operating as expected. Fse instructed the customer to call back if the issue recurred. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 02apr2017 through 02may2018. There were no similar complaints identified during the search period. The aia-2000 service manual rev b; chapter8 - troubleshooting - error messages was reviewed. The 2257 unscheduled rack at sample- loader x1 feed start position. The aia-2000 service manual under chapter 8- troubleshooting indicates that the 2257 unscheduled rack at sample error message is generated when the step feed (x1) to the home position fails because the x1 start-point rack detection sensor is detected at the rack. The operator is instructed to remove the rack from the step feed start position. If retry fails, contact tosoh service center or local representatives. The 2258 failed to transport rack in to x2-axis transfer-in position of the sample loader the aia-2000 service manual under chapter 8- troubleshooting indicates that the 2258 failed to transport rack in to x2-axis transfer-in position of the sample loader error message is generated the x1 end-point rack detection sensor is detected at the rack after the transfer-out (y2) belt has been engaged. The operator is instructed to check the sample rack path for obstacles and if the error occurs frequently, contact tosoh service center or local representatives. The most probable cause of the reported event was due to a dirty sensor.

Event description:
On (B)(6) 2018, the customer reported receiving "2258 failed to transport rack in to x2-axis transfer-in position error" with the aia-2000 st. The customer attempted to troubleshoot by removing all of the racks form the sample loader, then placing only one rack and restarting; however, the error persisted. Technical support (ts) instructed the customer to clean the rack loader sensors with canned air. The customer was able to start running briefly before receiving "error "2257 unscheduled rack at starting position". The customer is unable to run follicle-stimulating hormone (fsh) and luteinizing hormone (lhii). A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for fsh and lhii. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.